Event description:
It was reported that the patient experienced ineffective stimulation due to auto reducing. Diagnostics revealed high impedances on all contacts. As a result, surgical intervention may be pending to address the issue on a later date.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
Conclusion statement: the allegation of the system auto reducing and high impedance being observed was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. . Visual inspection identified a kink in the lead body where all the internal wires were broken. This would have caused the high impedance and contribute to the system auto reducing. The root cause of the broken wires is consistent with the lead being subjected to an overstress condition while in vivo. DHR for neuro lead model#: 3186, serial#: (B)(6) and lot#: a000106716 was reviewed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
The allegation of the system auto reducing and high impedance being observed was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. . Visual inspection identified a kink in the lead body where all the internal wires were broken. This would have caused the high impedance and contribute to the system auto reducing. The root cause of the broken wires is consistent with the lead being subjected to an overstress condition while in vivo.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the lead was explanted and replaced.